Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the implant procedure, the physician had diffculty inserting the lead into the port of the device. The lead was not used and replaced.